Event description:
A malfunction was reported on the pump by the caller, with no significant events occurring before the issue. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.